Manufacturer narrative:
(B)(4). Batch # t94n7h. Investigation summary: the device was returned with the blade tip damaged with gouges marks. However, the blade was not cracked. In addition, the hand activation contacts were damaged and the clamp arm was detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The device was connected to a test hand piece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on a gen11 generator. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line, or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. It is possible that the reported noises could be the blade not being properly attached to the handpiece. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the handpiece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off, not closing the clamp when introducing or removing through the trocar, or possible entanglement in fibrous tissue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the rotation knob could not work normally. Changed to another device to complete the surgery. There was no patient consequence. No additional information can be provided.